Manufacturer narrative:
(B)(4). Approximate age of device: 42 days. The patient remains ongoing on lvad support. A direct correlation between the device and the reported gi bleeding could not be determined through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient presented with dizziness and gi bleeding. It was noted that the patient was on aspirin and warfarin for anticoagulation at the time of the event. In response to the bleeding, the patient was hospitalized and transfused with two units of packed red blood cells over a 24-hour period. On (B)(6) 2015, an esophagogastroduodenoscopy showed no active bleeding. A pillcam placed on (B)(6) /2015 showed fresh blood with clots in the distal jejunum with no mucosal cause seen; however, there was poor mucosal visualization due to blood. No additional information was provided.